Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" was reported. The wearable was inserted into the arm on (B)(6) 2024. The patient uses tandem tslim in hybrid closed loop. On the same morning the wearable was inserted, the wearable failed. The last known cgm value was not reported. An unremembered time after wearable failure, the patient experienced malaise and called an ambulance. The patient was not checking the bg by fingerstick and did not start a new sensor session. The bg by emergency medical services was 400 mg/dl. He was given banana bag and insulin drip and diagnosed with diabetic ketoacidosis (dka) in the hospital. The patient was still inpatient 2 days later anticipating discharge the same or following day. The patient was feeling better during the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.